Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the patient was not reimplanted with a new device on (B)(6) 2012; as previously reported and there are no plans for reimplantation as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.